Manufacturer narrative:
(B)(4). Additional information: batch # m91315. The analysis results found that the el5ml device was received in good visual condition. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired fine. The surgeon had to fire to close to pull out of the trocar. The next time he fired, a j clip was fired. He had the same problem with the next clip. He used a bovie to finish. Bovie and clips were used to complete the procedure. There were no adverse consequences for the patient.